Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported pain at the implantable neurostimulator (ins) site since a radiofrequency (rf) ablation was done on 2015 (B)(6). There was a stinging, shocking feeling. Additional information received from the manufacturer's representative (rep) reported the patient turned the ins on 2015 (B)(6) and the issue had been occurring since then. Recent medical tests or environmental electromagnetic interference (emi) exposure included rf ablation. There was shocking at the pocket site that felt like a bee sting, which started a few weeks after implant, approximately (B)(6) 2015, and the shocking would occur one every couple of weeks. Since the rf ablation, which occurred four weeks prior to this report ((B)(6) 2015), the shocking had occurred about a dozen times. The patient usually had stimulation on 24/7 except when driving, but the patient had the ins off since 2015 (B)(6) and the issue still occurred. It was suggested for the patient to have the healthcare provider (hcp) evaluate the patient and pocket as it seemed the issue may not have been stimulation related. Impedance measurements were taken by running electrode impedance at 3v and the rep saw nothing abnormal. The rep switched the reference electrodes and everything seemed to be safely between 1100 - low 2000s ohms. The ins was not on. During the impedance check, the patient felt a "twinge" in the thoracic area. This was not a significant concern as impedance checks activate electrode that may not regularly be used. The patient's relevant medical history included failed back surgery syndrome and spinal pain. The cause of the stinging, shocking sensation was not determined and the not resolved. Follow-up is being conducted to determine this information. If additional information is received, a follow up report will be sent.